Event description:
It was reported that the procedure was performed to treat a non-calcified, non-tortuous unspecified lesion that was 100% stenosed. While attempting to inflate an unspecified balloon, the indeflator 20/30 broke at the top front of the body (remained as one piece) and did not hold pressure. The device was replaced with a new indeflator to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed report, the following information was received: the lesion being treated was the right coronary artery.

Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed. The reported leak was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that inadvertent mishandling during shipment and/or during preparation for use resulted in compromising the indeflator such that during inflation resulted in the reported break and subsequent leak; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a non-calcified, non-tortuous unspecified lesion that was 100% stenosed. While attempting to inflate an unspecified balloon, the indeflator 20/30 broke at the top front of the body (remained as one piece) and did not hold pressure. The device was replaced with a new indeflator to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.